Event description:
The customer reported that the patient's arterial line pressure was dropping towards the end of a laparoscopic hiatal repair. All sealing attempts on the splenic side of the short gastrics were followed by end tones, indicating a completed seal cycle. The patient was opened and there was approximately three liters of blood in the abdominal cavity. A vascular surgeon repaired two arterial vessels by over-sewing. The overall blood loss was described as approximately five liters and the procedure was delayed by over 30 minutes. It was noted the original procedure "went well". Further information provided stated the surgeon mistakenly entered the pleura but no bleeding was noticed at the time.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.